Event description:
Patient revised to address loose tibial component.

Manufacturer narrative:
No product was not returned for examination. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening without the product to examine and insufficient info. It was noted the product was implanted for approx sixteen years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.